Event description:
It was observed that during the device evaluation, the duodenovideoscope exhibited a leak was found between plastic cove and distal end. It is believed to come from the forceps elevator. There were no reports of patient involvement.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, a definitive root cause of reported water leakage from forceps elevator could not be determined, however, the issue may have been the result of irregular stress/load applied to the distal end during device handling by the user. Olympus will continue to monitor field performance for this device.